Event description:
Event description guidant received information that this ventricular lead has increased thresholds and intermittent loss of capture. An x-ray indicated that the atrial lead looks stretched in the area near the suture sleeve. An invasive procedure has been scheduled to address the issues. There were no adverse patient effects.